Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high impedance out of range warning. The alert window was adjusted. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.